Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that during testing, the device bubbled downstream occlusion sensor seal and constant upstream occlusion alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the battery compartment is cracked and downstream sensor seal is worn. Functional testing could not duplicate upstream alarm, however due to alarms found in the event history/error log (ehl), recommend replacing the upstream sensor as a preventive maintenance. During testing, using our in house psi pressure test station, the device alarms downstream occlusion showing results of 8psi, 9psi, 9psi which is just reaching below our specification range of 9psi-27psi. Recommend replacing down stream occlusion (dso) sensor. The root cause of the issue could not be determined. This issue is being monitored via an internal CAPA. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).